Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. One titanium plate was received on june 04, 2019 the plate is broken in two pieces through hole k2. The break is diagonal through the dynamic compression unit of the lcp combination hole. The plate shows normal signs of wear such as stains and scratches on the surface and the plate is twisted. Plate thickness: the plate thickness is relevant to the strength and therefore also relevant for the complaint condition and will be evaluated. Plate shaft width: the plate shaft width is relevant to the strength and therefore also relevant for the complaint condition and will be evaluated. Minor width of screw hole: the minor width of screw hole is relevant for the complaint condition. Raw material: the raw material is relevant for the complaint condition. Sterility of sterile offered products: the investigated part was not a sterile product and therefore irrelevant for the complaint condition. The complaint relevant critical features were verified on the complaint part. The ctq¿s ¿ball height¿ and ¿minor width of screw hole¿ can¿t be measured on hole k2 due to the breakage. Therefore, this feature will be measures on hole k1 as this hole were manufactured during the same process step with the same tools and parameters as hole k2. All measurements of the received plate were found to be in specification, except of the minor width of screw hole on hole k1. These measurements align with the results on the tests and measurements performed during production. The ctq ¿minor width of screw hole¿ can¿t be measured as the plate got twisted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The returned plate (dhp 2.7/3.5 dorso-lat w/supp-lat r 5ho t) with the lot number l167874 is broken through hole k2. The complaint regarding the break of the device is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured and have found to be in specification. The device history records was reviewed including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device broke due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint is acknowledged but not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 441.274, lot: l167874, manufacturing site: raron, release to warehouse date: 31.oct.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a revision surgery due to pain at the distal humerus and an x-ray was taken and confirmed that a distal humeral plate (dhp) plate was noted to be broken. Originally, the patient had an unknown surgery using an unknown elbow plate to fix the distal humerus fragment on october 18. Procedure and patient outcome were unknown. It is unknown if there was surgical delay reported. Concomitant device reported: cortex screw (part# 404.822, lot# l752261, quantity 1); cortex screw (part# 404.824, lot# l883790, quantity 1); locking screw (part# 413.020, lot# l936708, quantity 1); locking screw (part# 402.220, lot# unknown, quantity 1); locking screw (part# 402.232, lot# unknown, quantity 1); locking screw (part# 402.250, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).